Event description:
Event description boston scientific crm received information that this ventricular lead, several hours post implant, had loss of capture and undersensing. Implant thresholds were 0.8-1.0 volts. Now there was no capture at 5 volts in bipolar mode. Unipolar thresholds were 2.3 volts. The caller indicated that, at the implant, this lead looked too short and did not have much slack. When trying to reposition the lead they could not get the stylet down. There may have been blood in the lead that had clotted. There is a concern for lead dislodgement.